Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up appointment, a ventricular sensing trend showed varied sensing amplitudes from decreased to large values. Multiple undersensing signals were detected under preceding r-waves. A possible cause is that the position of the tip and the ring had changed. Performing a fluoroscopy imaging to check on the lead position was recommended. No other action to address the issue was recommended or completed. The patient is scheduled to return for another follow-up appointment.